Event description:
Boston scientific received information that during a normal device follow-up appointment the device was at end of life (eol) due a charge time of greater than 45 seconds. Six months ago, the device had a charge time of 9.1 seconds and a longevity remaining of 10.5 years. This device was scheduled to be replaced. During the revision procedure, interrogation could not be completed as the device was in safety mode. The device had discolorations on the surface. Additionally, there were scratches on the device from the explant procedure. Insulation damage was noted on both leads. Therefore, the leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted that rate sense leg's insulation was ruptured through where coils are exposed and partially melted, approximately 7-8 cm from the terminal pin. This type of damage may have been the result of lead-on-can contact.